Manufacturer narrative:
Device evaluation: the lens was returned in liquid in lens vial. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon inserted, removed and exchanged a 12.6mm micl12.6 implantable collamer lens, -11.0 diopter, within the same surgery, due to the lens flipped when it was fully inserted. Upon removal of the lens, the lens tore. There was no patient injury. The problem was resolved when the lens was exchanged for the backup lens. The reporter indicated the cause of the event was unknown.